Event description:
It was reported that this patient had been lost to follow-up since 2011, and now the right atrial (ra) lead had high thresholds and pacing impedances high out of range greater than 2000 ohms. It was also noted that there was no noise on egms or produced during testing today. The plan was to continue to monitor. The system remains in-service at this time. No adverse patient effects were reported.